Manufacturer narrative:
The ge service representative conducted an onsite investigation. The generator was calibrated and the ma null was adjusted. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator failure error message. No patient injury was reported.